Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3 failed and would not open to allow the facility to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) advised the user to removing the back panel of the anesthesia station to check for obstructions behind the drawer. The customer later confirmed that the obstruction was removed and the drawer was successfully recovered. The system functioned as intended after the customer resolved the device.